Manufacturer narrative:
The handpiece was returned for investigation purposes but the cervical seal was not included in the return. Functional testing was not conducted due to the issue was confirmed in the visual inspection and without the cervical seal will not work as intended. Hence, the complaint can be confirmed. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.

Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes; therefore, visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a novasure procedure on (B)(6) 2025, the physician attempted to seat the device while being outside the patient; the cervical collar fell off the device onto the floor and could no longer be used. A 2nd device was opened and completed the procedure successfully. No patient injury reported and no medical intervention required. No other information available.